Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone, and recommended to run the unit for 48 hours in an attempt to duplicate the issue. The customer reported that he ran the device for 3 days, and was unable to duplicate the malfunction. He verified that there were no kinks in the solenoid 1 tubing, performed all calibrations and extended self-testing. The ventilator passed all tests and calibrations, and it was operating within manufacturing specifications. Covidien reference (B)(4).

Event description:
It was reported by the customer in the USA that an 840 ventilator stopped cycling during use on a patient, who was transferred to an alternative ventilator. There was no reported patient injury.